Event description:
It was reported that when the device was used during an unknown laparoscopic procedure, the device misfired the staples. It is unknown how the case was completed. There was no consequence to the pt.